Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported the patient went to bed with blood glucose (bg) reading at 22 mmol/l (396 mg/dl) so the patient's mother gave a bolus of 3 units of insulin. The patient was taken to the hospital with diabetic ketoacidosis and bg reading at 27 mmol/l (486 mg/dl). There was insulin leaking noted at the insertion site. At the hospital he was placed on an intravenous therapy of fluids and given anti-nausea medicine. The patient stayed in the hospital for 2 days. The pod was worn between 4 and 24 hours on the arm.